Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was initially reported to philips healthcare that when the heartstart mrx charge button was pressed, the heartstart mrx shut off and turned back on. The customer later confirmed the cycling power issue was isolated to the battery. There was no patient involvement.